Manufacturer narrative:
Initial lens not received, replacement lens remains implanted. The manufacturer's investigation into this report will continue. Product history records were reviewed and indicate product met release criteria. The cause of this event is undetermined.

Event description:
The patient reported to the manufacturer that his lens was explanted due to what his doctor thought was an incorrect diopter. A replacement lens was implanted and he is currently experiencing halos, glare, distorted vision and scattered light rays. The patient reports that he had a second opinion and neither the implant physician or the consulting physician can determine a definitive cause for his symptoms. The implant physician tagged the lens without any improvement and the lens remains implanted.